Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The herculink elite is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left renal artery. Pre-dilatation was performed and 7.0 x 18 mm herculink elite stent was implanted; however, during removal of the stent delivery system (sds), resistance was met with the veripath guiding catheter. The sds was removed with some force. After removal, it was noted that the tip of the guiding catheter had separated and remained on the balloon. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) found blood in the guide wire lumen and on the balloon and distal shaft, consistent with being advanced over a guide wire and into the anatomy. There was contrast in the inflation lumen. The balloon was returned with loose folds. There were no kinks noted to the distal shaft or the tip. There was a torn piece of the tip from the returned guiding catheter for a length of 2 millimeter on the middle portion of the balloon, 7 centimeters distal to the proximal marker band. The torn piece of tip was positioned on the balloon with the torn end facing towards the distal marker band. The torn edges were jagged. The crossing profile was measured with a profile block and met manufacturing criteria. Using a pin gauge, measured the inner diameter of the guiding catheter which met manufacturing criteria. The torn piece of guiding catheter was removed from the balloon. An attempt was made to advance the sds through the returned guiding catheter. Resistance was felt at the proximal end of the balloon. The sds did not advance into the guiding catheter. In this case, it may be possible that the balloon was not fully deflated during the attempt to withdrawal into the veripath guide catheter causing resistance. Additionally, it was reported that force was applied to remove the sds. As a result, the tip of the guide catheter separated and as the sds was pulled through the guide catheter, the separated piece located on the balloon rolled over, which would be consistent with the orientation that the jagged edge was located (facing distal). The reported difficulties and subsequent damage appear to be due to case circumstances, there is no indication to suggest a product deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. All guiding catheters are 100% visually inspected before packaging. Additionally, a sampling of units is inspected by quality control to ensure the device meets manufacturing criteria.